Manufacturer narrative:
Manufacturer will monitor this issue through trending. The device was not returned and is unavailable for evaluation. No results are available at this time.

Event description:
Customer reported that during a procedure, a procedure on one of the bullets became detached. Physician attempted to remove the bullet but was unsuccessful. Another device was used to complete the procedure. No adverse outcome to pt reported.